Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00854294 case subject: npi 8015 error code 100.6130 account name: spartanburg regional medical center mary black campus account #: 10005090 asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: jose' lopez contact email: jlopez@srhs.com contact phone: 864-573-3830 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 100.6130 on their 8015 (sn: (B)(4)) after upgrading the software. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: walked customer trough resetting the factory defaults on their 8015. After resetting, error code cleared. Ended call.